Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the issue with footswitch. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the system's footswitch, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.